Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative evaluated the device at the customer's site. The customer's report was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The device will not be returned to zoll. The customer is looking to trade in the device. Analysis of reports of this type has not identified an increase in trend.